Event description:
Visitor sat on foot of bed and leaned back on the footboard which broke causing the visitor to fall off the bed. The metal clip pulled out of the footboard taking with it a chunk of the compressed board. The metal clip remained attached to the bed. The visitor was taken to the emergency dept for treatment of left wrist, elbow, and hip pain and was released. On 4/14/99 the visitor was admitted to the hosp for treatment of left flank pain, exacerbation of breathing capacity second to pain and urinary tract infection.